Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the physician was removing the port and the catheter fractured and was not able to be removed. Patient was discharged and sent to another facility. The section of the catheter that was removed is available for evaluation. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport ti implantable port with 8 fr s/l polyurethane catheter was returned for evaluation. A small leak was noted near the distal end of the catheter. The type of leak could not be identified so the investigation will be confirmed for the reported subcutaneous leak. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the physician was removing the port and the catheter fractured and was not able to be removed. Patient was discharged and sent to another facility. Patient status was unknown.